Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was failed to open. The technical support specialist (tss) reported that the items in the drawer had been placed above the drawer line, which prevented the drawer from opening properly. The tss confirmed that the customer was able to clear the obstruction, resolving the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower drawer was not open when user trying to issue medication for a patient. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.